Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/11/2014 with the following findings: the pump was observed to have a damaged display screen and cartridge and battery compartments that were damaged to the point that they were out of round rendering the pump to be damaged beyond investigation. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the pump was damaged beyond investigation. This report is made based on the results of evaluation completed on 09/11/2014.